Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 43 mg/dl. The customer stated that she had to change her sensor early because she had a severe low on the plane. The customer stated that the sensor was bent. The customer stated that her blood glucose was 43 mg/dl while her sensor was 200's mg/dl. The customer treated the low blood glucose reading with juice and fruit snacks. The customer stated that there was blood at site. The customer was advised to calibrate when the sensor glucose is less than the blood glucose. The pump may over-estimate the sensor glucose value as the sensor recovers from temporary low due to glucose changes.